Event description:
Revision surgery due to stem loosening 9 years and 11 months after primary surgery.

Manufacturer narrative:
Batch review performed on 09 mar 2026 lot 154525: (B)(4) items manufactured and released on 09-nov-2015. Expiration date: 2020-oct-27. No anomalies found related to the problem. To date, 70 items of the same lot have been sold with no similar reported event during the period of review. Root cause: aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.